Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung disease. Medical intervention was not specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer.